Manufacturer narrative:
Block b3- approximated based on the date of explant.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. Additional information was received that it was physicians preference to replace the old ipg. The patient was doing well postoperatively.